Manufacturer narrative:
The albumin reagent lot number is 7883450 and the expiration date is 31-dec-2025. The total bilirubin reagent lot number and expiration date were not provided. The field service engineer (fse) found that the reaction disk was not mounted correctly and corrected it, cleaned the bath, and replaced the lamp and bowls. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable bilt3 bilirubin total gen.3 and albt2 tina-quant albumin gen.2 results for 3 patient samples on a cobas c 503 analytical unit. The customer questioned the initial results as they did not match the patients' previous results, which prompted them to repeat the samples. On (B)(6) 2024, sample 1 had an initial total bilirubin result of 56 umol/l. The repeat result was 12 umol/l. On (B)(6) 2024, sample 2 had an initial albumin result of 15 g/l. The repeat result was 26 g/l. On (B)(6) 2024, sample 3 had an initial albumin result of 24 g/l. The repeat result was 37 g/l. No questionable results were reported outside of the laboratory.